Event description:
It was reported, in 2003, patient had a stryker nail implanted for a broken left femur. In 2004, he felt pain in his left femur. In 2004, it was found that the nail was broken. Approx one month later, the nail was explanted. It was also reported that allegedly the fracture healed abnormally.

Manufacturer narrative:
Device not received. No evaluation will be performed. If device becomes available, a supplemental report will be issued.